Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did recover from the infection. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient was taking omnicef after the ins was implanted and 5 days after the implant, they got c. Difficile. It was noted that the ins seemed to be working in ¿some fashion¿. There were no further complications reported or anticipated.